Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and inappropriate mode switches. The patient was brought in clinic and the noise was reproducible with isometrics. The device was reprogrammed, the patient was stable and asymptomatic.